Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was partial image loss.

Event description:
It was reported that there was partial image loss.

Manufacturer narrative:
Alleged failure: split screen image on surgical display. Swapping out with another ccu solved the issue. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be the camera head used along with the unit at the time of the event which may have an issue with its functionality. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.